Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision due to bone graft behind baseplate loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the bone graft intended to aid in bony in-growth of the glenoid plate and glenoid bone.

Event description:
Index surgery: (B)(6) 2016. Revision due to bone graft behind baseplate loosening. This event report was received through clinical data collection activities.